Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm medium-large clip applier instrument to perform failure analysis. The instrument was found to have a loose grip cable at the grip hub. A clip test was performed and it failed.

Event description:
It was reported that, the 8mm medium-large clip applier instrument had a loose cable. The user completed the procedure with no further issue reported. No fragment fell inside the patient. Isi followed up with the initial reporter and obtained the following additional information: the instrument issue was found prior to the start of the procedure with no patient involvement.